Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user had issues rx verification. The customer called stating they were unable to issue medication after submitting an rx verify request. The technical support specialist remoted in and found the request status remained in "requested." The client was directed to the pharmacy, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user was unable to issue medication after request for rx verify was made. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.